Event description:
It was noted that the patient might have experienced a dural puncture, as indicated by severe post-operative headaches. Additionally, the physician observed cerebral spinal fluid as a result of needle manipulation during lead placement. The physician recommended bed rest and caffeine for the patient. The patient was doing well.